Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown audible alarm was confirmed via evaluation of the system controller. The reported events of the system controller having a blank screen during alarms and being unable to toggle through to see alarm history were unable to be confirmed. The reported event of controller clock corrupt alarms was able to be confirmed through log file analysis. Log files were submitted and downloaded for review. Controller clock corrupt alarms were observed in both sets of log files. The onset of the alarms was not captured in the log files due to new events overwriting old events. The alarms resolved when the clock was set. No other notable alarms were observed, and the controller was observed to be operating as intended. The heartmate 3 system controller (hsc-167118) was returned for analysis. Visual inspection revealed small punctures in the black and white power cables. The system controller was functionally tested and while connected to the power module, an audible alarm activated when the bend relief of the black power cable was manipulated. The power cables were then replaced with test power cables. The system controller was able to operate in a mock loop for an extended period of time without alarming once the power cables were replaced. The resistance and insulation of the returned power cables were measured. The black power cable passed resistance testing; however, a short in the yellow wire to shield was detected during insulation testing. The black power cable was stripped at the site of the punctures, and damage was observed to the internal yellow (alarm out), red (digital ground), and green (positive power) wires. The alarm out wire shorting to shield is consistent with atypical audible alarms activating. Provided information stated that the system controller was exchanged and the issues resolved. The root cause of the reported unknown alarms was determined to be caused by damage to the wires in the system controller¿s black power cable. The root cause for the damage to the power cable could not be conclusively determined through this analysis. The root cause for the reported event of a blank screen while alarming, inability to toggle through to see alarm history, and the controller clock corrupt alarms were unable to be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller clock corrupt alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Heartmate 3 IFU, section 4 - ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the emergency phone number on (B)(6) 2025 at approximately 6am with alarms. The patient stated that the screen showed an "x" and had a countdown with long continuous beeping and lit green light on the mobile power unit (mpu). The patient attempted to connect to batteries, but alarms continued. The patient ensured solid connections and went back on the mpu and immediately had emergency backup battery (ebb) fault alarms present with a yellow diamond battery alarm as well. The patient went to the emergency room (ER) where the ventricular assist device (vad) coordinator exchanged the system controller, old controller hsc-135884, which led to the return of the green light and normal pump parameters immediately after the exchange. There were no symptoms present and patient was sent home with new backup controller. The old controller's black power cable showed scratches and punctures which were likely to be from the patient's cat. On (B)(6) 2026, the patient experienced the same problems on the new controller. The vad coordinator tried a new mpu and power module, and the controller was alarming with a blank screen. The patient had no alarms while connected to batteries. The vad team was not able to toggle through to see the alarm history on both batteries and power module/mpu. The team tried to hook up only one power cable to see if they were the problem. Technical services recommended that the customer replace the controller and make sure the controller works properly on the mpu and on batteries while in the clinic. Troubleshooting was done by cleaning connections, trying a new mpu, and inspecting all cables that revealed no damage. The patient's log files were submitted for review. The event log did not capture any controller fault events. The cable voltages were all in normal ranges. The log files did not offer an explanation for the reported events. The log files captured controller clock corrupt events which are usually caused by total loss of power to the system. The controller (hsc-167118) was exchanged for hsc-516287 and resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.